Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported crystallization in insertion section is thought to be protein crystals resulting from glutaraldehyde disinfectant. The root cause of the issue could not be definitively determined, as there was no device deformation the might result in the retention of foreign material and no there were no obvious deviations of the facility device reprocessing, however, the issue is likely the result of the long-term use of glutaraldehyde disinfectant. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The connecting tube was dirty with crystals and the angulation was tight. Additional findings include the following: the universal cord had a scratch; the image guide protector was damaged; the control unit, switch 1, and switch 2 were dirty and deteriorated with discoloration; the angle knob was corroded and discolored; the insertion section protector was discolored; the control section was deteriorated and discolored; the light guide tube protector was discolored, and the light guide bundle was likely broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided .

Event description:
The customer reported to olympus that there was a hard angle and crystallization in the insertion tube of the evis lucera gastrointestinal videoscope that was found during reprocessing. There was no procedure involved and therefore no procedural delay. The patient was not under sedation. No patient harm was reported. The scope has been used for a long time and protein crystals generated from the disinfectant resulting in yellowing of the insertion section and crystal attachment. The crystals were present before the customer reported for repair and the endoscope has been used with the presence of crystals.